Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified that the blue winged luer cap was missing, verifying the reported condition. The cause of the missing component is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that an intermate had a missing cap. There was no patient involvement. Additional information was requested and is not available.